Event description:
It was reported that during surgery, a drill bit contacted an already inserted screw, causing the tip of the drill to fracture and remain in the patient¿s body. Intra-operatively, the fragment could not be retrieved, and the surgeon elected to leave it in situ. No procedure to remove the retained fragment was planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.